Manufacturer narrative:
Analysis found that the handpiece would not run due to seized motor, therefore the device could not be tested for temperature test and the complaint of overheating could not be verified. The housing was disassembled and found that all the internal parts including the motor, wheel lock, housing and screws were all severely corroded due to dried saline. Had to replace all the internal parts, seals, bearings, resolder new motor and new cable. The device was repaired, cleaned, tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece was making funny noise and getting hot during testing. There was no patient or staff impact.